Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon 1 "the image is not displayed" occurred due to failure of the quantum board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: unit failed to complete boot up process and nothing was displayed due to faulty circuit board / printed circuit board (qb board). The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A user facility returned the high definition lcd monitor for annual inspection. Upon inspection and testing, it was observed that the device failed to boot up. This report is being submitted for the event found during evaluation. There was no patient involvement.